Event description:
A healthcare professional reported that, an ophthalmic handpiece has not generating the adequate power and not able to cut the nucleus. The procedure details and patient impact have not been provided. Additional information requested none received at this time of report. Additional information provided that during the cataract surgery with intraocular lens (iol) implantation the reported malfunction occurred. The surgery was completed on the same day by the small incision cataract surgery without patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).